Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient  have had five implants and none of them worked. Patient stated they are having the last one removed as they have had repeated uti¿s and it¿s time to get it out  no further complications were reported/anticipated at this time.